Manufacturer narrative:
The pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. However, noisy motor noted during testing due to faulty motor. The pump was received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the motor was making louder noise and grinding. The customer's blood glucose level at the time of incident was 110mg/dl. The customer states they delivered bolus and the motor was loud. The customer was advised the pump would be replaced and returned for analysis.